Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator exceeded the limits of pressure and injured the patient's lung. Additional information has been requested.

Manufacturer narrative:
(B)(4). Multiple attempts have been made to try to obtain further information but no response received from the customer. A supplemental report will be submitted is further information is received from the customer.